Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead associated with this implantable cardioverter defibrillator (ICD) was explanted due to loss of capture. This device remains in service. No additional adverse patient effects were reported.